Event description:
It was reported that 6 days post implant, the lead exhibited high sensing integrity counts indicating oversensing. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=157.4 counts avg/day, in 5.76 days, between (B)(4)-2012 14:59:06 and (B)(4)-2012 09:15:41.